Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump overheated. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: a review of the black box showed the voltages were steady. The battery was returned with a shrunken label. The pump electrical draws were within specifications. No moisture was found in the battery compartment or internally. The power flex and components were inspected and no defects were found. The pump was run for 24 hours with the customer's pump settings and no alarms, overheating, or power losses occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.